Manufacturer narrative:
MFR report #: the original MFR report # was 2016493-2020-80001 was submitted with the incorrect MFR registration site number. Although the original MDR referenced the incorrect MFR site the MDR was submitted 21 october 2020 and was on time. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a customer complaint of white powder found on the smartsite along with a photo was received from the customer. The photo shows. A device history record review could not be performed on model 2241-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that texium closed male luer with female cap leaked exposing the patient to hazardous medication. The following information was provided by the initial reporter: material no.: 10012241-0500 lot no.: unknown. It was reported that there is a white powder or dried 5fu around the connection to the smart site and the patients skin. Verbatim: this is the third pt in the past week with reported white powder or dried 5fu around the connection to the smart site and the pts skin. Customer response: I am confused by the request as there have been upwards of 9 reported events of leaking connections. Has this not been investigated or looked into as of yet? As far as timing ¿ it could be anywhere over the course of the unmonitored infusion. These details should not hold up this investigation. As far as adverse events, the simple fact that a connection that is supposed to be leak proof is leaking hazardous medication resulting in possible and probably exposure for family members, clinicians, etc. I would think that is an adverse event and that is why it was reported. Happy to provide a list of the cases specifically but we have stopped all use of these products until a resolution is reached.